Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box data showed no evidence of a ¿no cartridge detected/eaw 163¿ warning. In addition, the load step malfunction was not duplicated during the actual testing. A force sensor calibration check was performed and passed. The pump was opened up and no evidence of physical damage was observed to the force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed insulin during the load step and that the pump did not recognize the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.